Manufacturer narrative:
G5. Multiple 510k: k020322, k022129, k023444, k023634, k023858, k024153, 031530, k031699, k031912, k032299, k032567, k032655, k032675, k033362, k033458, k033558, k033560, k041384, k042932, k052269, k060214, 060217, k060257, k060444, k060447, k061327, k061355, k061867, k062207, k062944, k063301, and k06348. Investigation summary: this complaint is for high mic ertapenem (etp) with klebsiella pneumoniae and escherichia coli when using phoenix panel nmic-306 (catalog number 449292) batch number 4044887. The customer returned isolates but did not return panels but provided phoenix generated lab reports and isolates for the investigation. To investigate, retention panels of the complaint batch were inoculated with customer returned isolates k. Pneumoniae hccl-1, e. Coli hccl-2, and k. Pneumoniae hccl-3 and placed a phoenix m50 machine to evaluate for etp mic results. Also, control panels from the same material but different batch were inoculated with customer returned isolates k. Pneumoniae hccl-1, e. Coli hccl-2, and k. Pneumoniae hccl-3 and placed a phoenix m50 machine to evaluate for etp mic results. All panels tested returned the expected mic results for etp with their respective isolates. This complaint is not confirmed. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. This MDR is being submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483.

Event description:
It was reported while using bd phoenix panel nmic-306, a patient sample gave a false resistant result. There was no report of patient impact.